Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, it was revealed that a gear was blocked. This was attributed to normal wear. Service and maintenance were performed and the device was returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported the device makes a strange noise and gets warm during use. Device was returned for service. This is report 1 of 1 for complaint #(B)(4).